Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump act button were hard to pushed. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump screen was dark, rainbow type and scratches. Customer stated that they had to apply hard pressure when priming the pump when changing the reservoir. The insulin pump will not be returned for analysis.